Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the button on the insulin pump weren't responding. She was unable to set a bolus. Customer's blood glucose was 260 mg/dl. Customer was advised the device needed to be replaced and to revert to back up plan. The device is not returning for analysis.